Manufacturer narrative:
Evaluation results: functional testing could not be performed due to broken wires in the lead. The lead was visually examined under the microscope and broken wires were observed. Electrocautery instrumental damage was observed on the lead. The microscope revealed incomplete and cut leads due to overstress conditions. The lamitrode outer paddle was found modified. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the patient lost stimulation on one side. Stimulation was initially restored through reprogramming. The patient was later unable to increase amplitude and an impedance check revealed invalid contacts. It was also reported that a fracture was observed on the surgical scs lead tail. The surgical scs lead was removed and replaced on (B)(6) 2011.